Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating digital signal processor supply overcurrent. Additional finding not related to the critical error issue; the base enclosure assembly was defective, cosmetic damage. No device repairs were done, and the device was scrapped.